Event description:
On 27-jul-2025, the user reported hyperglycemia following an infusion site change. The highest recorded blood glucose (bg) was 280 mg/dl. Bg subsequently corrected, and no device malfunction was confirmed. No symptoms were reported, and no medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.